Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
Customer reports that they are still seeing some leaking from l-caths. They tried switching from ICU medical extension sets to b-braun ext sets but they are still seeing minor leaking. They say it has been very inconsistent. They currently have no affected product available for return. Worth noting that this is a very experienced PICC team.

Manufacturer narrative:
We were unable to review the manufacturing and inspection records as the lot # was missing. No samples were returned from the customer for review. Additionally, no photographic or visual evidence of any kind was provided, which would have allowed the allegation to be reviewed. Without necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action currently. As a result, no corrective action is required at this point. However, if samples are returned later, we would be happy to reopen this complaint for re-evaluation. Additional information provided in h.6. And h.11.